Event description:
The surgeon reports that two months after bilateral implantation of the akreos ao60g intraocular lens, posterior lens vaulting was noted. The surgeon indicates the following: at about 3 weeks post-op, the pt had 20/20 corrected vision in the right eye with rx of -0.25+0.75x40. On (B)(6) 2011, the pt returned due to progressive loss of va. Her refraction was -2.25+2.25x50 (20/20). Her dilated slit lamp exam showed the iol to be torqued along the horizontal meridian. The lens was oriented vertically and the superior pole was anterior. Iol seemed to be a little more posterior than expected. The surgeon is considering treatment options.